Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified tibial vessel. The coyote pta balloon dilatation catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was removed as a whole unit. The procedure was complete with another of the same device. No patient complications were reported and the patient's status was fine.